Event description:
It was reported to boston scientific corporation that a naviflex¿ rx delivery system was used in a biliary stent placement procedure. According to the complainant, during the procedure and while the naviflex¿ rx delivery system was inside the patient, the black introducing catheter broke off and stayed inside the stent. A snare was used to remove the stent and remaining guide catheter from the patient. The procedure was completed with a second naviflex¿ rx delivery system with no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Event description:
It was reported to boston scientific corporation that a naviflex¿ rx delivery system was used in a biliary stent placement procedure. According to the complainant, during the procedure and while the naviflex¿ rx delivery system was inside the patient, the black introducing catheter broke off and stayed inside the stent. A snare was used to remove the stent and remaining guide catheter from the patient. The procedure was completed with a second naviflex¿ rx delivery system with no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation was performed and found that the guide catheter appeared to be detached and missing. The push catheter was sectioned at the blue and white transition to verify detachment of the guide catheter. The push catheter was bent in several locations for approximately 11cm from the distal end. A functional evaluation for stent deployment could not be performed due to the missing guide catheter. Based on the product analysis, it is likely that procedural/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in the catheters. With the catheters bound by kinks, the device would become unable to deploy the stent. Force to deploy the stent could ultimately cause the guide catheter to detach. Therefore, 'operational context' is selected as the most probable root cause for the complaint. The device history record review found the device met all manufacturing specifications. A labeling review was performed and no anomaly was found.